Event description:
Patient identifier: (B)(6). Date of event....best estimate (B)(6) 2013. According to the information received, a customer found that a catheter inside of the packaging had a piece of metal stuck to the side of the catheter where the balloon inflates. Customer threw the catheter and packaging away.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.